Manufacturer narrative:
Unit passed the displacement test and self test. No pump error 4 or 15 alarms noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, cracked keypad at select button, scratched keypad overlay, scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed with a motor communication error and a critical block error. The patient's blood glucose at the time of incident was 248 mg/dl. During troubleshooting the caller performed a normal bolus into the air but the bolus amount did not record in the daily history. The customer was advised to revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.